Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they wanted to electively have the implantable neurostimulator (ins)removed. They complained that they broke their hip in 2015 of may and had everything wrong with them; they are going for therapy due to balance not being good; gets up every minute to go to the bathroom; is getting bladder infections. They stated they had bladder infections before, but they are getting them more so since they were implanted in (B)(6) 2014. They went to get a pap smear and the healthcare provider (hcp) told them they had another bladder infection. The patient stated they have a "valve" too, but there is no record on file indicating a valve. The patient is looking for a new hcp to take the device out. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.